Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4).

Event description:
It was reported that the asahi fielder xt guide wire was advanced without difficulty across the lesion in the moderately calcified right coronary artery, and then pulled back for re-positioning. No difficulty was noted during advancement and no devices had been advanced over the guide wire; however, it was noted that a gelatinous dark green substance was present in the syringe connected to the guide catheter, which was thought to be from the hydrophilic coating on the guide wire. The device was removed without difficulty and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. In the production process, a coating adhesion test is conducted and it was confirmed that the adhesion strength of the ptfe coating, for this lot, met all the testing criteria. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.